Manufacturer narrative:
Cont. Health effect - impact code: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture and silicone migration.

Event description:
Patient reported left side rupture and silicone migration. The device has been explanted.